Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s parent reported inaccurate glucose readings, noting a fingerstick bg value of 250 mg/dl while the dexcom reading displayed 170 mg/dl. The parent also reported a wearable device failure. During the call, the parent disclosed that the patient experienced a seizure. At the time of the seizure, the patient was not wearing a dexcom sensor due to the reported device failure and had not yet inserted a replacement; therefore, no comparison between dexcom readings and fingerstick values was available at the time of the event. The duration of time the patient was out of session at the time of the seizure was not described. The parent confirmed that no medication or treatment was administered during the episode for hyperglycemia. At the time of reporting, the patient was stable, and no additional symptoms were reported aside from the seizure. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.